Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded to address the event, however, a replacement pump was sent to the customer.